Manufacturer narrative:
(B)(4). D10: unknown oxf femoral component; item number: unknown; lot number: unknown. Unknown oxf tibial component; item number: unknown; lot number: unknown. G2: foreign, canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee revision surgery due to the fracture of the bearing. The revision involved the exchange of the right lateral femoral-tibial bearing. Approximately 7 years and 5 months post-implantation. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event cannot be confirmed. Furthermore, based off of the description it isn't clear if the reported complaint is accurate. Medial bearing however the description states that the revision involved the exchange of the right lateral femoral-tibial bearing. Furthermore, the reference to e3 in the description is a size reference of fixed lateral - which is a lateral tibia/bearing construct that uses a one-piece overmoulded design of biomet orthopedics llc. However, as there is no further information available according to the diligence, this cannot be explored further. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.